Event description:
A report rec'd from (B)(6) stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. Patient involvement at the time of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breathe delivery (bd) printed circuit board assembly (pcba) and installed the current software revision. The device passed all calibrations, short self-test, extended self test (est) and performance verification test according to manufacturer specifications. (B)(4).